Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter. The meter result from strip lot 32264115 was 7.6 inr. The meter result from strip lot 35349818 was 5.1 inr. The results were within 7 hours of each other and were from different fingers. The meter result of 5.1 inr was deemed to be correct. There was no allegation of an adverse event. The customer performed qc testing on the meter. The result was 2.1 inr which was within the acceptable range of 1.7 - 2.5 inr. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.